Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient underwent spinal fusion surgery using rh-bmp-2/acs. On (B)(6) 2005: patient was pre-operatively diagnosed with: scoliosis, pars fracture, spondylolisthesis and underwent following procedures: t11-s1 arthrodesis, t11-s1 instrumentation, extra pelvic fixation, iliac crest bone graft, bone marrow aspirate, morselized allograft, fluoroscopy and local bone autograft. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.